Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the hmii lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists renal dysfunction as an adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced renal dysfunction. Patient creatinine jumped to 4 from .8-1.0 on (B)(6) 2020. The patient was hospitalized and the event reportedly resolved without sequelae on (B)(6) 2021.